Event description:
Customer's daughter reported customer's insulin pump has a cracked case. Customer has been off the device since she was hospitalized for diabetic ketoacidosis on (B)(6) 2014. That event was documented under a previous complaint. Customer's current blood glucose is 139 mg/dl. The device has a crack and a piece missing by the battery cap. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.